Event description:
It was reported that a patient underwent a pvc ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the peek housing. Initially it was reported that there was ECG signal interference. During the procedure, the signal interference (noise) was observed on intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second device was used to complete the procedure. There was no adverse event reported on the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The signal issue was assessed as non MDR reportable. The risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-jul-2023 there was a hole in the surface of the peek housing. The hole on the peek housing was assessed as MDR reportable. The awareness date for this reportable lab finding was 11-jul-2023.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The investigation was completed on 11-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a signal noise was observed on carto3 screen. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and electrical test of the returned device was performed following bwi procedures. Visual analysis revealed that there was a hole in the surface of the peek housing. An electrical test was performed, and an open circuit was found in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage observed on the peek housing of the device could be related to the issue reported; therefore, the customer complaint was confirmed. The root cause of the damage on the peek housing could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿signal¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿signal¿ issue and the biosense webster inc. Analysis finding of the ¿hole on the peek housing¿. Manufacturer's reference number: (B)(4).